Manufacturer narrative:
The anesthesia workstation was investigated at the hospital by our company representative. The nozzle units in the oxygen fresh gas module and and the air fresh gas module were replaced and returned for investigation. The nozzle unit is used for regulation of the gas flow through the gas modul. Simulated use testing of the returned nozzle units in our laboratory environment reproduced oscillations which led to alarms for high fio2. No high pressure was reproduced. Evaluation of the received logs confirm the reported event. Our conclusion is that the nozzle units were the cause of the reported event.

Event description:
Manufacturer's reference #: (B)(4).

Event description:
It was reported that the measured oxygen concentration was lower than set. Alarms for high airway pressure were also generated. There was no patient harm. (B)(4).